Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of swelling in the catheter was confirmed and was determined to be related to use of the device. One repaired 4.2fr broviac catheter was returned for investigation. The repair was positioned 9.7cm proximal to the cuff. Residue remained within the fibers of the cuff. The catheter extended 8.1cm from the distal end of the cuff. A tactual investigation revealed pockets of solidified material in the section of tubing between the repair and the cuff. A functional test revealed that the catheter was occluded. Flushing against an occlusion will increase the pressure within the lumen and lead to swelling of the catheter as the pressure is increased. The material that caused the occlusion was dislodged and flushed from the catheter. It was reported that a high calorie solution was being infused with a 24 hour continuous pump. For suspected lipid deposition occlusion when a thrombolytic solution does not clear the blockage, a sterile ethanol 70% solution may be instilled and left in place for two hours. Aspirate and flush with 10 ml of sterile saline. Repeat if occlusion is unresolved. For suspected calcium/phosphate precipitation when thrombolytic solution does not clear blockage, a sterile 0.1% n hydrochloric acid solution (use exact priming volume) may be instilled in the catheter and left in place for one hour. The solution is then aspirated and the catheter flushed with sterile saline solution. Sodium bicarbonate may also be used for precipitates that are soluble in a basic solution.

Event description:
It was reported that during a 24 hours continuous pump infusion of a high calory solution, swelling was noted in the extracorporeal section of the catheter. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during a 24 hours continuous pump infusion of a high calory solution, swelling was noted in the extracorporeal section of the catheter. No harm to the patient was reported.